Event description:
On (B)(6) 2009, the patient reported that "about one week ago" he received a low battery (a2) alert and he inserted a new battery, but the display remained blank. He then inserted another battery and the display remained blank. He then inserted the battery that he had initially removed from the primary infusion device into his backup infusion device and the device functioned properly. To troubleshoot, the patient was instructed to insert an alkaline lr6 battery into the primary infusion device, but there was no response. The battery was correctly inserted into the device. There are not blank spots on the display of the infusion device and the device has not been exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.